Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2022. During procedure, noise was noted on the implantable cardioverter-defibrillator and a small amount of blood was noticed in the connection header. A header leak issue was suspected. The device was replaced and the procedure was successfully completed. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported event of connection issue was confirmed. Septum material was observed inside the rv (df-4) set screw hex cavity, and the set screw was slightly stripped. This did not allow the set screw to be tightened and secured properly in the field. The connection issue was consistent with having occurred during the procedure. The reported events of noise and contamination could not be confirmed in the lab. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: h6.